Event description:
Wife of home patient reports disconnecting solution bag on last bag line of homechoice set and re-spiking onto heater line spike that had already been used while troubleshooting an alarm situation during automated peritoneal dialysis treatment. Baxter technical service requested home patient discontinue treatment with current set up. Per health care professional, no pt injury or medical intervention resulted from incident.